Event description:
A pharmacist reported that they had about 9 patients with small intraocular inflammation in the anterior camera after surgery with viscoelastic. All the patients were successfully treated. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).